Event description:
A report was received that a patient had her ipg explanted, and replaced due to charging difficulties.

Manufacturer narrative:
The explanted device was discarded by the medical facility.